Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor displayed vertical lines. This event occurred twice upon power up. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in process, but not yet completed. The field service rep (fsr) was unable to verify the reported complaint. The fsr installed a loaner unit as a precautionary measure. The suspect unit was returned to the MFR for further eval.